Manufacturer narrative:
Concomitant products: 4194, lead, implanted: (B)(6) 2009; 5076, lead, implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and an impedance spike that reached into a high range. The lead was also reported to have possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.